Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer had switched the type of insulin used to novolog and there has been no further incidents. The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 335 mg/dl and an insulin injection was used to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The customer had been using apidra insulin in the cartridge and was planning on discussing a change in the type of insulin used with a healthcare provider.